Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024 due to multimorbidity. It was affirmed the patient was connected to his liberty select cycler at the time of death. The patient complained of nausea on the day prior ((B)(6) 2024) and presented to the emergency department as a result. The patient was ruled out for any serious injury as it was determined the patient had indigestion and he was released home on the same day with no hospital admission. The patient was found pulseless by family on the morning of (B)(6) 2024 and emergency services were activated. The patient was not transported and pronounced deceased in his home. It was confirmed the patient¿s death due to multimorbidity was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On 25/apr/2024, a peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024 due to multimorbidity. It was affirmed the patient was connected to his liberty select cycler at the time of death. The patient complained of nausea on the day prior ((B)(6) 2024) and presented to the emergency department as a result. The patient was ruled out for any serious injury as it was determined the patient had indigestion and he was released home on the same day with no hospital admission. The patient was found pulseless by family on the morning of (B)(6) 2024 and emergency services were activated. The patient was not transported and pronounced deceased in his home. It was confirmed the patient¿s death due to multimorbidity was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death can be attributed to multimorbidity as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024 due to multimorbidity. It was affirmed the patient was connected to his liberty select cycler at the time of death. The patient complained of nausea on the day prior ((B)(6) 2024) and presented to the emergency department as a result. The patient was ruled out for any serious injury as it was determined the patient had indigestion and he was released home on the same day with no hospital admission. The patient was found pulseless by family on the morning of (B)(6) 2024 and emergency services were activated. The patient was not transported and pronounced deceased in his home. It was confirmed the patient¿s death due to multimorbidity was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indication of dried fluid on top of the cassette door. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no other discrepancies. The cause of the encountered dried fluid on top of the door could not be determined. Mushroom head check passed. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.